Event description:
Incoming technical support call. Found during test. According to the reporter, when the device is powered up for a user test, it alarms "connect cable" but a detachable standard paddle set is already connected.

Manufacturer narrative:
Physio-control made an offer to evaluate and service the device and detachable standard paddles set. Customer was undecided.